Event description:
It was reported that the patient experienced phrenic nerve stimulation due to high threshold on the left ventricular lead. The lead was turned off. No further information was available.